Event description:
It was reported that the patient moved. There was no patient injury, no laceration. Additional information has been requested and on 09sep2016, the following was provided by the customer: this was not an incident; more of a concern from the doctor, that the mayfield appeared to be too loose. There was no injury to the patient. No other information was provided.

Manufacturer narrative:
Integra completed its internal investigation 09/29/2016. The investigation included: method: device history review. Trend analysis. Evaluation of product. Results: the device in question was manufactured on september 30, 2006. Service history: date of service: (B)(6) 2006. Reason for repair: misuse. Date of service: (B)(6) 2012. Reason for repair: misuse. Date of service: (B)(6) 2013. Reason for repair: routine maintenance. No manufacturing or design related trend has been identified. The returned unit did not meet all specific functional test. Unit cleaned per protocol. Unit received with the shock cushion had moved forward in handle and is impeding the gold handle from closing properly and unit will not hold properly. Shock cushion and 1/4in pin are worn. Adjustment wrench is broke; general maintenance and cleaning required. Conclusion: in summary, the device in question was sent in with the reported failure of slippage, as such, this investigation will be based on that failure. It should be noted that it was discovered that the shock cushion on this device has moved forward in the handle and is impeding the gold handle from closing properly; also this unit will not hold properly. The shock cushion and 1/4 inch pin are worn and the adjustment wrench is broke this device was repaired back to full working order. This device was manufactured in 2006 and last serviced in 2013.